Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the problems reported by the customer. The fse was able to use energy with the vessel sealer extend training tool on all universal surgical manipulators (usm), using both the e-100 and the integrated electro surgical unit (iseu). Carriage strength tests were performed in the data terminal equipment (dte) verifying usm health. Isi received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate the customer reported complaint; however the event was confirmed via the system logs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery and jaw gap verification tests. No ceramic dots were missing. The grip force test was performed and passed. The instrument found to have engagement failure via system log review. Isi also received the second vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery and jaw gap verification tests. No ceramic dots were missing. The grip force test was performed and passed. A review of the system logs showed no errors. Isi also received the third vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery and jaw gap verification tests. No ceramic dots were missing. The grip force test was performed and passed. The instrument had engagement failures based on a review of engagement logs.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the customer encountered instrument recognition errors with three different vessel sealer extend (vse) instruments. The operating room (or) staff tried three vse instrument on three different arms, and they could not open the jaws, or the instrument would fail during the sealing portion. The customer encountered a ¿sealing malfunction. Press arm swap to then remove and reinstall. If issue persists, discard instrument.¿ message. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to re-drape universal surgical manipulator (usm) 3 and check the presence pins; however, the issue persisted. The or staff elected to use another da vinci system and continued the procedure as planned with no reported patient injury. The tse noted that all troubleshooting was not exhausted. The isi clinical sales representative (csr) called shortly after the site contacted technical support and clarified that the vse would not work on usm 3 and usm 4 but did work on usm 1. Isi received [mw5095745] stating: ¿our robotic system faulted causing the staff to open 3 one-time use vessel sealers. They were unable to clear the fault and opted to complete the case laparoscopically.¿